Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient was treated with chemotherapy for malignant tumor in one year ago and underwent infusion port placement. Now, for the maintenance of the infusion port, the operation is routinely sterilized and implanted with a single-use implantable drug delivery device indwelling needle, and when the blood is pumped back, the air-mixed blood is pumped, i.e., the single-use implantable drug delivery device indwelling needle is withdrawn and the single-use implantable drug delivery device indwelling needle is re-installed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of air bubbles in the extension tubing were confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 20ga powerloc safety infusion set. The depicted device was being used to access an indwelling port. A syringe with red contents was attached to the luer adapter. Red infusate was visible within the extension tubing. Multiple air bubbles were also visible throughout the extension tubing. The air bubbles in the extension tubing suggested that a potential leak may have existed within the infusion set fluid path; however, inspection of the photograph was insufficient to identify either the source or the cause of a possible leak. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include infusion set damage and improper fitment between the infusion set and the syringe.

Event description:
It was reported that the patient was treated with chemotherapy for malignant tumor in one year ago and underwent infusion port placement. Now, for the maintenance of the infusion port, the operation is routinely sterilized and implanted with a single-use implantable drug delivery device indwelling needle, and when the blood is pumped back, the air-mixed blood is pumped, i.e., the single-use implantable drug delivery device indwelling needle is withdrawn and the single-use implantable drug delivery device indwelling needle is re-installed. No other information was provided.